Event description:
Physician noticed that ionized calcium results done in the nicu between (B)(6) 2012 seemed low. Quality control results were within range. Nicu pts with low ionized calcium results were infused with calcium.

Manufacturer narrative:
Customer indicated that the sensor was installed on the instrument on (B)(4) 2011, but the fill solution was not replenished until (B)(4) 2012 (20 months). The rp1265 user manual instructs customer to check fill solution weekly and re-fill as needed. Customer installed a new ionized calcium sensor and the pt correlation is good. The cause for the discordant ionized calcium results is unk.